Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d284trk ICD, implanted (B)(6)2011. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the right atrial lead had high threshold and low sensing; fluoroscopy revealed the lead is in a different position than it was after implant. The patient had an intrinsic atrial rate so the device pacing mode was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the ra lead had no capture but was still sensing appropriately. Chest x-ray revealed the ra lead had pulled back. Patient will be scheduled for a lead replacement in the future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.